Event description:
A customer reported a system experienced power loss during a procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The uninterruptible power supply (ups) (which belongs to the customer) was found not functioning during the intermittent loss of power. The system was verified to be functioning as intended. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 26, 2002. Based on qa assessment, the product met specifications at the time of release. The system was found to function as intended. The root cause of the reported event can be attributed to the customer¿s ups used externally of the system. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).